Event description:
B.i.g. Io devices used to obtain vascular access on this trauma patient in the ambulance. Trocar would not come out, pliers was used to get out of io needle, but excessive movement dislodged the io from the patient's tibia. Reported to distributor and new device was sent out free of charge to replace the defective unit.